Event description:
A malfunction alarm known as "malf 12" was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and instructions to continue using the pump, with a reminder to call back if the issue recurs.